Event description:
It was reported that the patient currently has an artificial urinary sphincter (aus) device implanted. "The patient called the hospital reporting that drainage with sediment occurred from the abdominal incision. Inspection will be made at the outpatient clinic tomorrow. It is unknown at this time whether this is a product-related issue." Additional information received states no product defects were found. The patient has been undergoing normal wound care. The plan is to follow up on the patient's condition. A revision surgery may be done to modify the position of the pressure regulating balloon in the abdomen if deemed necessary. The physician believes that the event was caused by "the length of the tube for connecting the pressure adjustment balloon and control pump may have been long, the abdomen implantation position may have been shallow, and the fascia was sutured to prevent the balloon from coming out but it may have been loose." Further additional information received states that during the implant procedure, a urinary tract injury occurred. The "doctor is worried that injury location had not been sealed enough. He/she is worried that the whole system should be removed or it can keep implanted. Currently the patient is under observation and no special treatment was given to the patient."